Event description:
Reportedly, the surgeon was an inexperienced user with the device. After the procedure the pt was admitted to the ER with abdominal pain. A laparotomy revealed a bowel burn. The hospital feels the md used the device properly and is concerned that there may have been a steam injury. The pt had the bowel oversewn and is currently ok.